Event description:
The complainant reported the patient was on impella cp support. While on support, there were bounding pulses in the right popliteal artery but no pulses were found in right foot. The vascular team is evaluating the right lower extremity (rle). They were not able to obtain pulses via doppler on rle. The patient went on comfort care and the impella was turned off. The patient expired. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. H.6 code 925 was entered incorrectly on the initial manufacturer device report number 1220648-2024-18171 and a new code was added.